Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message.no death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The instrument has been investigated. An ocd field engineer (fe) arrived at the customer site and observed collet #1 bent. The fe replaced collet #1 and performed all checking procedures. Repairs have returned this instrument to expected operation.